Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2016 due to a low blood glucose of 36 mg/dl. The patient also experienced a small stroke during the hypoglycemic incident. The patient was hospitalized and treated until (B)(6) 2016. Troubleshooting occurred for the insulin pump. The drive support cap appeared normal. The insulin pump settings were programmed accurately. There was no strong magnetic exposure for the insulin pump as well. The customer stated that he doubted that the insulin pump was over-delivering. The insulin pump was not returned for analysis.